Manufacturer narrative:
Additional information was received on 29-jun-2023. Provided concomitant products of 8.5f sheath with curve viz mdc and octa,lng,48p,3-3-3-3-3,d-curve. In addition, provided the lot number for thermocool® smart touch® sf bi-directional navigation catheter. Additional information was received on 13-jul-2023. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was no relationship with the product. The physician suspected the patient¿s condition. The patient was being followed up. A day after the procedure, sinus rhythm recovered. Outcome of the adverse event was recovered. The patient did not require extended hospitalization. The smartablate generator was used. Therefore, updated the following fields: concomitant medical products and therapy dates. Lot. Expiration date. Device manufacture date. The bwi product analysis lab received the device for evaluation on 03-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis. The device evaluation was completed on 26-jul-2023. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician¿s opinion on the cause of this adverse event was no relationship with the product. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis. It was reported that a diaphragmatic paralysis occurred. Timing was when the svc ablation was started using the thermocool® smart touch® sf bi-directional navigation catheter. The problem was not resolved, and the patient left the room. The progress is that the patient was followed up. Physician's judgment on health hazard was non-serious (moderate/minor). Causal relationship with the product was unknown. The physician's opinions on the relationship between the event and the product was no relationship. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was no relationship with the product. The patient was being followed up. However, no further information was available at that time.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).